Event description:
The dealer states the unit works but after awhile the lights turn yellow and then red. The dealer doesn't know if the unit has an audible alarm. Sometimes it's green and goes straight to red.